Event description:
Dr. (B)(6) from (B)(6) hospital reported that the pt was admitted to ICU with blood glucose of 700 mg/dl. She is receiving an IV drip of 1 unit of insulin per hour. Physician called wanting to get some setting information from the pfm. No pod information was given. The pt was also treated for being hypertensive.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported adverse event. No qualification record review was performed because no product lot number was reported. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "you can avoid most risks related to using the omnipod system by practicing proper techniques and by acting promptly at the first sign of trouble. You can avoid potential problems by knowing the signs of hypoglycemia (low blood glucose), hyperglycemia (high blood glucose), and diabetic ketoacidosis (dka). The easiest and most reliable way to avoid these conditions is to check your blood glucose often."